Event description:
Lead remains implanted. Doctor reported rv impedance trending upward in the past approximately 3 months, from 650 ohms to over 1500 ohms. Shock impedance also shows a slight trend upward. Noise or out of range impedance measurements were not produced during in-office evaluation. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
14-apr-2022 - received a medwatch report that said a fracture was found at explant and there were inappropriate shocks reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.